Event description:
Technician of laboratory informed the application specialist in u.s. Agent office reporting that they had tissue not processed well. The control of the device showed that the operator changed the reagent isopropanol in tank nr. 7 before the process. The concentration detected by the operator of lahey was of approximately of 80%, instead the concentration of the reagent should be at least more than 98%. Seems a reagent mistake.